Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. Programming changes were made. The patient had no consequences.